Event description:
Information reported to davol fa: on (B) (6)2004--mesh implanted into patient. In 2005(approximate-about a year later)--patient reported stomach pain. On (B) (6)2009--patient underwent a cat scan and surgery with mesh explant. The patient reported their intestines were twisted and adhered to the mesh and the hernia had popped through the mesh. The patient reports they were out of work for three and a half months. A porcine graft was placed to repair the hernia.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all, patient, event and device's information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.